Manufacturer narrative:
Other, other text: h3: one cadd ms3 pump was received in good physical condition. The event history log was reviewed, but there was no evidence available. Functional testing and visual inspection were conducted. The reported issue was unable to be confirmed. Testing was performed and the device did not lose any program. The device ran the program for an extended period of time with no issues occurring. Further investigation determined that the device will lose its programming without power from the battery after 2 days. The device was not in use or the battery was dead. Therefore, there was no problem found with the pump. However, it was recommend that the software be installed as a preventive measure.

Event description:
Information received a smith medical cadd ms3 pump lost programming. No adverse patient events reported.